Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively, followed by a motor error alarm. The customer stated that he had taken the insulin pump off and received the no delivery alarm. He changed the reservoir and reported that the insulin pump stopped pushing insulin out. He stated that he had cleared the no delivery alarm and resumed multiple times until he received the motor error alarm. He then changed the infusion set and received another no delivery alarm during the manual prime process. The customer's blood glucose was 300 mg/dl. He went on to change the infusion set without troubleshooting and declined assistance with troubleshooting. He did not disconnect and reconnect the reservoir and infusion set. He declined an offer to replace the insulin pump for the motor error alarm. He advised that he would call if the issue recurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.